Event description:
A user facility's biomedical technician (bmt) reported that a dry acid mixer was not transferring. During repair, the bmt found the pump had charred parts on it where the magnet spins around the plastic. There was no harm to any patients or individuals because of this malfunction. The machine has been returned to service. It is unknown what parts were replaced. The complaint device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.